Manufacturer narrative:
The device used in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. The root cause is determined to be corrosion. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that, during surgery with versajet ii console, the handpiece key could no be turned. Several different handpieces were used but it was not possible to turn the handpiece key clockwise. It is unknown how the procedure was finished. No delay was reported. No other complications were reported.